Manufacturer narrative:
Device evaluation summary: a still image of the broken barb adaptor was received. The delivery system is within the tray with the sideport facing upwards. The side port extension is broken off at the base of the barbed adaptor. The break appears clean however, there is a small surface area that appears brittle. There appears to be no damage to the tray in the area of the sideport extension. From the returned still image, the cause of the broken barb adaptor cannot be determined.

Event description:
A valiant stent graft system was selected for use, but not inserted in the patient, for the second part of a scheduled staged endovascular treatment of thoracic aortic dissection. It was reported that the side arm flush port detached from the delivery system during prepping of the device. When the technician attempted to attach the syringe to the side arm flush port the side arm flush port detached. Upon removal of the device from the packaging there was no obvious delivery system issues noted. The outer box packaging and the inner packaging did not have any damage. The physician used another device and the case was successfully completed. The physician does not know the cause of the event, maybe related device issue or possible damage during shipping. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.